Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. Blood glucose was 10 mmol/l. Advise the insulin pump will need to be replaced. Recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error alarm, problem isolated to electrical board. Unable to perform the self test, displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.